Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure on (B)(6), 2012. According to the complainant, relatively soon after inflation, the balloon burst inside the patient. No pieces detached either in or out of the patient. It was reported they did not exceed the balloon maximum pressure. They used 50/50 contrast water to inflate it. The physician was satisfied with the dilation done before the balloon burst and completed the procedure with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).